Event description:
The customer reported being hospitalized due to high blood glucose over 600 mg/dl, and she has treated with bolus and the insulin pump. Troubleshooting was performed. The time, date, programming and settings were correct. Ran a fixed prime and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to complete the testing. It was mentioned that his blood glucose were dropping slowly. The blood glucose reading at time of call was 598 mg/dl. The customer called back to perform the high pressure test, and the insulin pump alarmed no delivery. The caller stated that the infusion set was changed the day before the event, and he uses refrigerated insulin. The customer mentioned that the correction bolus was not giving the correct amount of insulin. The customer declined to continue testing and he stated that all the settings are correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.